Event description:
A 1.8mm buttress pin that was implanted with a dorsal distal radius plate - left (lot# 4855352) in 2005 was confirmed by x-ray to have broken post-operatively. The plate, screws and buttress pin were explanted in about 3 week later.